Manufacturer narrative:
The insulin pump was received stuck in motor error loop during bolus/basal delivery and the motor position encoder error alarm was confirmed in the history file. No motion sensor test failure alarm noted. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The unexpected restart test, excessive no delivery test and occlusion test could not be performed due to the motor error alarms. The device passed the displacement, rewind, basic occlusion and prime tests. All operating currents were within specification. Off no power alarm functions properly and no battery out limit alarm noted. It had a scratched display window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Blood glucose value is unknown. The customer stated that the drive support cap appeared recessed and the insulin pump was not exposed to a high magnetic field. The alarm history showed a motor position encoder error alarm a motion sensor test failure, bad battery and multiple motor error alarms. He was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump was replaced and returned for analysis.